Event description:
A report was received stating that a memorylens had been implanted in pt's left eye in 1999. At pt's exam in 2001, the lens was noted to be cloudy and brown, and the pt complained of film over left eye. The pt's visual acuity at the visit was 20/40. Seven weeks later the pt was examined and pt's visual acuity at that time was 20/40 -2. Nine weeks later the surgeon explanted the memorylens. No complications were reported with the procedure. Ten days postop the pt was examined by the surgeon, and pt presented with punctate keratitis; the pt was continued on antibiotics, steroids and voltaren. Pt's visual acuity at the visit was 20/50 +1. The surgeon reported the pt's prognosis as "fair" and stated that surgeon did not feel this incident was lens-related.